Manufacturer narrative:
The device was not returned to olympus for evaluation, the customer declined to return the device. No further information on evaluation of the device is available. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had the front panel lights blinking. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.